Manufacturer narrative:
(B)(4). (B)(4). Info anticipated, but unavailable at this time.

Event description:
It was reported by the customer that during a laparoscopic gastric band procedure, it was noticed that the locking tap on device was broken when removed from package. Another device was used to complete the procedure. There was no adverse consequence to the pt.